Event description:
It was reported that during a pre-use check the cuff would not inflate. No patient involvement was reported.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the the blockage was due to the teflon tube that bridges the airway line to the lumen in the wall of the shaft created an obstruction. Functional testing found the returned device cuff would not inflate. It is unclear how or when the blockage came into being, however it is highly unlikely that this condition was present prior to leaving the facility due to the two separate leak tests that were confirmed to be passing. The root cause of the issue could not be determined. No corrective actions are planned at this time. As a correction, manufacturing personnel will be alerted to this issue for awareness. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly.